Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system reperfusion catheter 041. During the procedure, the proximal part of the reperfusion catheter 041 became kinked. The physician removed it and successfully completed the procedure using another catheter. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Results: the catheter is kinked in the area of the strain relief (4.5 cm from the hub), just distal to the end of the spiral cut of the strain relief (7.0 cm from the hub), and in the catheter shaft (85.0 cm from the hub). Conclusion: the complaint has been evaluated. The complaint indicates that the proximal end of the catheter was kinked. Evaluation of the returned device confirmed the kinks described in the complaint. This damage was likely caused by mishandling during manipulation in the patient. These devices are 100% visually inspected for damage during processing. No damage was noted before the device was placed in the patient. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.